Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a compromised force sensor system alarm during priming. The customer' blood glucose level was 160 mg/dl. The customer was advised to revert to a back-up plan. No further details were provided.